Manufacturer narrative:
Analysis of the returned subject programmer confirmed the reported event. When an interrogation is tried, an error message is displayed and therefore interrogation is not possible. Analysis of the returned subject telemetry head did not reveal any malfunction as it is working normally, it is not suspected to be related to the reported event. Review of the extracted files confirmed the reported event as the registry file of the bradywireless programmer is corrupted. This type of corruption is caused by several brutal shutdown. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it was impossible to interrogate patient device. An error message is display. Rebooting the tablet several times did not resolve the issue. Replacing the programmer and programming head resolved the issue.

Manufacturer narrative:
Analysis of the returned subject devices confirmed the reported event. The issue seems to be related to the programmer as the error message "guiapp invalid argument encountered" is displayed when an inductive communication is tried. The cpr4 head works normally with another programmer. Review of the files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, it was impossible to interrogate patient device. An error message is display. Rebooting the tablet several times did not resolve the issue. Replacing the programmer and programming head resolved the issue.